Event description:
(B)(4). I have noticed that my hair has been thinning since the essure placement in (B)(6) 2015, and that I have gained weight as well as some moderate pain in my pelvis area and my migraines are more frequent and severe. Yes this product was provided by and covered by the insurance company.